Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented to the hospital with fever, pain throughout the body, low blood pressure and shortness of breath. Moreover, patient's symptoms were identified as infection with sepsis. Blood cultures were positive and a course of antibiotic was started. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.